Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during an unrelated service performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) had a strange noise from a new manifold, drive. A new, different manifold, drive was replaced and the same phenomenon did not occur. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.